Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic visit, the implantable cardiac monitor exhibited an electrocardiogram anomaly. No intervention or patient symptoms were reported. The patient would be monitored. No further information could be obtained.